Event description:
It was reported that the user experienced intermittent bluetooth communication failures between the dexcom g7/g6 sensor and the ilet, resulting in signal loss to the ilet only; the user was guided to toggle the dexcom g6/g7 setting, restart the ilet, and allow time for pairing, and a pairing code was available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.